Event description:
A medtronic representative reported that, while in a cranial procedure, the radiolucent articulating arm was not attaching easily with the passive reference frame. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
RMA issued. Replacement radiolucent arm shipped to site (B)(4) 2013. Medtronic investigation of returned suspect device finds that, as reported, the frame attachment piece (lot 130116) has damaged threads not allowing easy frame attachment. Mechanical failure, screw cross threaded, directly caused the event.